Event description:
The customer states that a testpack false negative result was generated on a pt (using a random urine sample) who had been confirmed as pregnant with the axsym hcg assay. The axsym hcg result was 12,000 iu/l. Repeat testing with the testpack also generated a false negative result. Info regarding impact to pt management was not available.